Event description:
Two balloons ruptured at eight atmospheres during an iliac angioplasty of calcified lesion via an ipsilateral approach. Other balloon catheters were used to successfully complete the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified lesion which co believes contribute to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."